Manufacturer narrative:
Approximate age of device - 2 months. (Calculated from the date when the mobile power unit was issued to the patient). The device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the mobile power unit (mpu) was damaged. The mpu was taken out of service. It was originally reported that there was no reported adverse patient impact due to the event. On (B)(6) 2018, additional information was provided by the vad coordinator confirming that the patient had been shocked by the device when attempting to disconnect from continuous power to battery power. The patient felt and had a red burn like mark on the index finger the morning of the incident, upon arrival to the office for cardiac rehab. The patient¿s hands were dry at the time and the patient did not feel that this was static electricity discharge, but an actual ¿zap¿ from the device connection site. The patient believed it was the white connection port. No further information was provided.